Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the abdomen. The patient stated the event happened about a year ago and was not able to provide all the details. On (B)(6)2023, the patient would have lost consciousness because of an inaccuracy and was brought to the hospital. A fingerstick was taken the cgm was reading 250 mg/dl and the bg reading was 40 mg/dl. The patient would have been unconscious for a day, but it was not known if this was before or after the patient was brought to the hospital, and this could not be clarified. The patient did not remember what treatment was provided and there was no information about the length of stay at the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information available.